Manufacturer narrative:
Sample and photos received by our quality team for investigation. Through visual inspection, black dirt on the packaging, package damage, needle hub damage, package seal integrity, shield damaged, epoxy on the needle hub is observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Retention samples from the same batch numbers were evaluated, no defects or issues observed. Further evaluation was performed, there were no changes in the sealing gasket of the batch, all sealing parameters were within specification during batch production. Thirty-two retained samples from the same lot were evaluated, no holes or open seal observed. Based on the team¿s investigation, possible root cause: -for packaging damage/seal integrity is associated after the product packaging stage. -black dirt is associated with dirt on the equipment parts transferring to the packaging and product. Disassembly of the dosing table was carried out, broken screws were removed, new ones were placed and the table was assembled. -shield damaged is associated with protector belt clogged. The tube was dismantled and unclogged and adjustments were made. -based on the quality team's investigation, we are not able to identify a root cause for epoxy and damaged needle hub related to our manufacturing process at this time. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle precisionglide 22x1in had excessive epoxy. The following information was provided by the initial reporter translated from portuguese to english: needle 0.7x25 13 unit reason: 1 unit - hole in packaging near cannon reason: 10 units - suspected hole in packaging due to extension at the end of the protective cover reason: 4 units - foreign body/stain (3 dark stains, 1 foliage-like) ---- needle 0.7x25probe 0.7x25 lot 2334619 ( 300327) 14 units reason: 4 units - lateral weld failure reason: 1 unit - cannon burnt out reason: 1 unit - suspected hole in packaging due to extension at the end of the protective cover reason: 1 unit - glue leaked near cannon reason: 1 unit - break in protective cover reason: 6 units - foreign body/stain (1 foreign body in the sealed packaging, 3 stains on the protective cover, 1 foreign body in the barrel, 1 foreign body adhered to the probe).